Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer declined to troubleshoot. Reportedly, the customer continued to use the pump for insulin therapy.